Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and defibrillation lead presented for follow-up, reporting popping noises which were accompanied with severe pain at the ICD implant site. Electrograms captured noise on the ventricular rate/sense and shocking channels.